Event description:
It was reported by the aci sales professional that a (B)(6) male pt who weights (B)(6) and stands (B)(6) tall underwent an elective coronary intervention procedure on (B)(6) 2012. The pt has a history of prior catheterization procedures. The pt's blood pressure was 136/95 mmhg and was anticoagulated with bivalirudin (angiomax). Access was obtained at the common femoral artery with a 7f pinnacle sheath via a retrograde approach. A pre-procedure femoral angiogram showed no evidence of pvd or calcium in the vicinity of the arteriotomy. There were more than one sheath exchanges and there was also an ipsilateral venous sheath in place. Following the procedure, the physician who is a trained user of the mynx, selected the mynx with grip technology to close the femoral artery. There were no complications reported during the procedure and closure. Reportedly, immediately following device removal, a 2 cm hematoma was identified so the physician ordered a femostop to be applied at the access site. The hematoma was resolved. The pt was kept in the hospital overnight per the hospital's standard protocol for intervention procedures. The pt was ambulated and discharged to home the following day ((B)(6) 2012) with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1128001) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Review of design/process fmea confirmed that the failure mode is identified in the risk management document.